Manufacturer narrative:
The prograsp forceps instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's pitch up cable was broken at the distal clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at the instrument's wrist were not damaged. Failure analysis investigation also found that the distal end of the instrument's main tube exhibited various scratch marks with light material removed. The scratches were short in length and not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable and main tube scratches with material removal found during failure analysis could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that during a da vinci hepatectomy procedure, a torn cable was identified at the tip of the prograsp forceps instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.